Event description:
It was reported that during follow-up, it was difficult to interrogate the device. The interrogation would start, but would stop when trying to retrieve episodes. It was suspected that a large amount of egms caused the slow/intermittent interrogation. A firmware download was successfully performed and normal device function was restored. The patient condition was good after the event.